Event description:
It was reported that a physician, trained in the use of the proglide device was preparing the device prior to arteriotomy closure of the right femoral artery after a posterior descending artery (pda) procedure. Reportedly, the doctor noticed that the device could not be deployed properly. Another proglide was successfully used to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the condition substantiated the reported experience, because the luminal marking test failed both prior to decontamination and during testing. Both needle deployment and suture retrieval were successful. The device was disassembled for inspection and found excessive dried blood occluding the marker lumen and guide tube. Based on the investigation findings, the root cause for the marker lumen blockage is due to a blood clot or other bio matters. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the marker lumen was occluded, as there was no blood exiting. Another proglide device was used to achieve hemostasis. No additional info was provided.